Event description:
It was reported that a flo-gard infusion pump experienced " fsrs damaged" (force sensing resistors). It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported condition of a flo-gard infusion pump with "fsr's damaged" was confirmed during evaluation.. The assignable cause was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.